Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but is not available.

Event description:
The patient was admitted to the hospital due to syncope. The device was interrogated and there was noise noted on the right ventricular (rv) lead which resulted in oversensing and pacing inhibition. The patient was pacemaker dependent. The device was reprogrammed, and the patient was transferred to another hospital and surgical intervention is anticipated.

Event description:
Additional information received indicated that the lead was explanted, however, confirmation has not yet been received.